Event description:
Three oxygenators failed during ECMO because of clotting. The pt was on the lung transplant list. Started to deteriorate and so, ECMO was instituted urgently in the operating room. The length of time on ECMO was roughly 36 hrs. No knowledge of blood products used or the pt's coagulation profile. (B)(4).

Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag, (B)(4). Being investigated. So far, the death cannot be related to or be blamed for the oxygenator failure. Additional information about the coagulation profile and the perfusion records have been requested, but have not yet been provided. MFR. Report#: 8010762-2010-17110. (B)(4). (B)(4). Additional lot#: 70042829.